Event description:
Pt with known history of aortic stenosis; underwent aortic valve replacement with hancock ii 25 mm porcine vlve. Subsequently developed exertional dyspnea. Tee demonstrated aortic valve markedly abnormal with peak redo-aortic valve surgery using #21 st jude mechanical valve.